Event description:
It was reported that during testing conducted at the MFR facility the saw ran without user activation. No medical intervention and no adverse consequences were alleged with this event. At this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrosion was discovered in the motor, which is a probable cause of the device running without user activation.